Manufacturer narrative:
Evaluation summary: "the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted."

Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The device was spitting clips withou closing them. Another device was used to complete the case. There was no consequence to the patient. Device was discarded.